Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement powder on inner wrap was heat sealed in the inner package, making powder unsterile. Unsterile cement was not used, passed off the sterile field. No contamination no harm to patient doe: (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the complaint states "it was reported that the cement powder on inner wrap was heat sealed in the inner package, making powder unsterile. Unsterile cement was not used, passed off the sterile field. No contamination no harm to patient." As the hospital has not returned a physical sample or photographic evidence, the complaint description cannot be confirmed. The sealing of powder bags is a manual process, and each powder bag observed during packing at powder fill, and again during the final packaging preparation stage where the powder bag and sterile barrier are placed in a protective moisture barrier. Any faulty units would be rejected. 4 retained samples of the powder bags for this lot number were examined, and no instances of this failure mode were found. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed 15 october 2019 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 28 february 2022. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.